Manufacturer narrative:
Age of patient at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire separation occurred. The comet pressure wire kinked inside the patient. When the physician flipped the wire, the wire snapped and was retrieved with a snare. The procedure was completed with another of the same device. There was no patient harm due to the event.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated into 2 segments. The proximal shaft and the tip were returned. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in 1 place. The total proximal shaft length that was returned was 154.4cm. The length of the tip portion returned was 30.6cm. The total length returned was 185cm. The tip also showed some damage in the form of bends and coil stretching. No other damage or irregularities were noticed. The sensor port showed traces of blood. Functional testing of the device could not be completed due to the separation of the shaft. Review of the manufacturing records for batch 20621903 confirmed that the devices in this batch met all applicable specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that wire separation occurred. The comet pressure wire kinked inside the patient. When the physician flipped the wire, the wire snapped and was retrieved with a snare. The procedure was completed with another of the same device. There was no patient harm due to the event.